Event description:
It was reported that the patient underwent a CABG procedure in 2002. One week later, the patient displayed drainage at the incision site. The patient was returned to operating room for drainage of the incision site and was placed on levofloxcin. The patient is currently stable and in rehabilitation.